Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill sleeve overheated during use. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that it was the disposable that did not fit.